Manufacturer narrative:
(B)(4). The homechoice (hc) device was received operational and in good condition for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. External & internal visual inspections revealed no problems. The device functioned properly during the evaluation. The cause for iipv found in the logs was determined to be insufficient drain due to use error; inappropriate bypass of the initial drain. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. The device was determined to meet the specification requirements relative to the iipv identified via device log review. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This is report 2 of 2 associated with this device. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 1. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 3499 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse and notified her of the iipvs identified during review of the device logs. The nurse stated that there were no issues with the hc cycler. Per nurse, the patient is doing fine.